Manufacturer narrative:
Omit : c07 - mechanical problem identified. Additional information : imdrf annex c and d codes.

Event description:
It was reported that the alaris system had connectivity loss. It was also mentioned that "the two pcus in logan hospital with incorrect time. Serial numbers for both pcus are (B)(6). Please see attached error logs and event logs and also photos displaying that the pumps had incorrect time. Correct time was 9:35 am. Other pumps in the same area had the correct time". There was no patient information.

Event description:
It was reported that the alaris system had connectivity loss. It was also mentioned that "the two pcus in logan hospital with incorrect time. Serial numbers for both pcus are (B)(6) and (B)(6). Please see attached error logs and event logs and also photos displaying that the pumps had incorrect time. Correct time was 9:35 am. Other pumps in the same area had the correct time". There was no patient information.

Manufacturer narrative:
Omit: a11 - computer software problem (1112), b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the alaris system had connectivity loss. It was also mentioned that "the two pcus in logan hospital with incorrect time. Serial numbers for both pcus are (B)(4). Please see attached error logs and event logs and also photos displaying that the pumps had incorrect time. Correct time was 9:35 am. Other pumps in the same area had the correct time". There was no patient information.